Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that their infusion sets were not staying in place at the quick release. The customer did not realize they were not getting any insulin. The infusion set tubing came apart. The customer had high blood glucose of 580 mg/dl at the time of the incident. The customer threw away the sets in question. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.